Event description:
Procedure type: c-section. According to the reporter: wound infection occurred after suturing in cesarean delivery. Surgeon suspected the infection was caused by the suture lines.

Manufacturer narrative:
(B)(4).